Event description:
Article notes that pulse oximeters may be giving inaccurate readings in people with darker skin: http://bostonreview.net/science-nature-race/amy-moran-thomas-how-popular-medical-device-encodes-racial-bias. FDA safety report ID # (B)(4).